Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. The acetabular liner would not assemble into the bipolar shell. The technician opened a second shell and had no problem assembling the liner into the second shell. The procedure was completed with no injury to the patient and no delay in surgery.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. The acetabular liner would not assemble into the bipolar shell. The technician opened a second shell and had no problem assembling the liner into the second shell. The procedure was completed with no injury to the patient and no delay in surgery.

Manufacturer narrative:
Evaluation of returned device found implant did not conform to biomet specifications. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted november 22, 2010.

Manufacturer narrative:
User facility forwarded a report after receiving a (B)(6) letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that the manufacturer report number referenced in this medwatch and the attached user facility report are for the same patient, part number and event. This component is part of an eight (8) unit lot. All of the units manufactured are within biomet's control. (B)(4).